Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. C25968, c26966) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diverticulitis, kidney stones and depression. Concurrent conditions included hot flashes, diaphoresis and bloody stool. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), anxiety ("anxiety"), nausea ("nausea"), migraine ("migraines"), infection ("infection"), hypersensitivity ("allergic reactions"), the first episode of menorrhagia ("long cycles"), dyspareunia ("pain with intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and procedural pain ("patient who presents with abdominal pain. She is postoperative day #4 from a laparoscopic hysterectomy"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy with removal of essure devices.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, fatigue, anxiety, nausea, migraine, infection, hypersensitivity, dyspareunia, vaginal haemorrhage, the last episode of menorrhagia, headache, dysmenorrhoea and procedural pain outcome was unknown. The reporter considered anxiety, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, infection, migraine, nausea, procedural pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2015 and removal date updated to (B)(6) 2016. Lot number (c25968, c26966) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), headaches, dysmenorrhea (cramping), patient who presents with abdominal pain and she is postoperative day #4 from a laparoscopic hysterectomy added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. C26966) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diverticulitis, kidney stones and depression. Concurrent conditions included hot flashes, diaphoresis and bloody stool. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), anxiety ("anxiety"), nausea ("nausea"), migraine ("migraines"), infection ("infection"), hypersensitivity ("allergic reactions"), the first episode of menorrhagia ("long cycles"), dyspareunia ("pain with intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and procedural pain ("patient who presents with abdominal pain. She is postoperative day #4 from a laparoscopic hysterectomy"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy with removal of essure devices.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, fatigue, anxiety, nausea, migraine, infection, hypersensitivity, dyspareunia, vaginal haemorrhage, the last episode of menorrhagia, headache, dysmenorrhoea and procedural pain outcome was unknown. The reporter considered anxiety, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, infection, migraine, nausea, procedural pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015. Lot number: c25968 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. C26966,c25968 inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diverticulitis, kidney stones, depression and irritable bowel syndrome. Previously administered products included for an unreported indication: ortho micronor. Concurrent conditions included hot flashes, diaphoresis and bloody stool. Concomitant products included colestipol hydrochloride (colestid), dicycloverine hydrochloride (bentyl), duloxetine hydrochloride (cymbalta) and phentermine. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced anxiety ("anxiety"), migraine ("migraines"), menorrhagia ("long cycles / abnormal bleeding (menorrhagia)"), dyspareunia ("pain with intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), adenomyosis ("reproductive systemdisorder or condition type of disorder or condition: adenomyosis"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), abdominal pain lower ("lower abdominal pain") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), nausea ("nausea"), infection ("infection"), hypersensitivity ("allergic reactions"), procedural pain ("patient who presents with abdominal pain. She is postoperative day #4 from a laparoscopic hysterectomy") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy with removal of essure devices.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, fatigue, anxiety, nausea, infection, hypersensitivity, vaginal haemorrhage, headache, procedural pain, adenomyosis, abdominal pain lower and depression outcome was unknown and the migraine, menorrhagia, dyspareunia, dysmenorrhoea, abdominal distension and back pain was resolving. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, anxiety, autoimmune disorder, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, migraine, nausea, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2015: result: total bilateral occlusion. Lot number: c25968 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: plaintiff fact sheet received, aka added, patient demographic updated, events added: adenomyosis, depression, bloating, back pain, abdominal pain lower. Events onset date and severity added, events outcome updated, historical drug, concomitant drug, medical history and lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), anxiety ("anxiety"), nausea ("nausea,"), migraine ("migraines"), infection ("infection"), hypersensitivity ("allergic reactions"), menorrhagia ("long cycles") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, fatigue, anxiety, nausea, migraine, infection, hypersensitivity, menorrhagia and dyspareunia outcome was unknown. The reporter considered anxiety, autoimmune disorder, device dislocation, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, migraine and nausea to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.